Event description:
A customer reported that the touchscreen of their pump was cracked and shattered, rendering it unresponsive. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections to ensure insulin delivery was not interrupted, and technical support arranged for a replacement pump. The customer was instructed to put the pump into storage mode and return it using a prepaid label within ten days.